Event description:
The customer reported that the insulin pump had a frozen display and the time was not advancing. The customer stated that the buttons are unresponsive and an alarm occurred during or after the buttons stopped responding. Troubleshooting was performed. Reviewed the alarm history and no alarms were found. The customer stated that the buttons did not begin working without a new battery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.